Event description:
It was reported that the impedance was highly variable and greater then 100 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two - patient alerts for out of tolerance subthreshold lead impedance on (B)(4)-2012 09:00:05 and (B)(4)-2012 15:00:06. Weekly hv-lead impedance trend data show various spike increases for max svcdefib impedance = 59 to 102 ohms range between (B)(4)-2011 and (B)(4)-2012.